Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic endotak transvenous defibrillation lead was oversensing resulting in inappropriate shocks when the patient would strain his stomach.